Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of twin pregnancy ("twin pregnancy at 38 weeks") and pregnancy with contraceptive device ("pregnancy with contraceptive device") in a 29 year-old female patient who had essure inserted for female sterilisation. Product or product use issues identified: drug ineffective ("drug inaffective"). The patient had a medical history of menses irregular, dyspareunia and endometriosis in (B)(6) 2021, ectopic pregnancy in (B)(6) 2015 and overweight. Concurrent conditions were listed as pelvic pain since (B)(6) 2021 and abnormal uterine bleeding. On (B)(6) 2017, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced twin pregnancy (seriousness criterion intervention required) and pregnancy with contraceptive device (seriousness criterion intervention required). The patient was treated with surgery (primary low-transverse c-section. And laparoscopic hysterectomy,bilateral salpingectomy,cystoscopy). Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as live birth of multiple healthy neonates. The caesarean delivery occurred on an unknown date. The reporter considered pregnancy with contraceptive device and twin pregnancy to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 28.399 kg/sqm. [Hysterosalpingogram] on (B)(6) 2017: findings: there is no evidence of tubal patency. Bilateral essure occlusion devices are seen. Uterus is within normal limits. Impression: contrast hysterogram showing bilateral tubal occlusion with essure devices in place. [Pathology test] on (B)(6) 2019: final diagnosis: (a) fallopian tube, right, salpingectomy: full cross sections of benign fallopian tube. (B) fallopian tube, left, salpingectomy; full cross sections of benign fallopian tube. Gross description: (a) labeled "right fallopian tube" is a 3.5 cm long normal appearing fimbriated fallopian tube measuring 0.7 cm in diameter. (B) "left fallopian tube" is a 5.5 cm long normal appearing fimbriated fallopian tube, 0.7 cm in maximal diameter. Clinical information: c-section for twins, bilateral salpingectomy impression/plan: diamniotic dichorionic twin pregnancy at 38 weeks for induction of labor. Group b strep is positive. Penicillin has been started. Will attempt labor with oxytocin and cervical foley. Have discussed the details with delivery for twin pregnancies. Fetal monitoring is reassuring.; on (B)(6) 2021: final diagnosis: uterus and portions of bilateral fallopian tubes, hysterectomy and salpingectomy: benign fallopian tube without pathologic abnormality. Focal endometriosis. Benign cervix with mild chronic inflammation. Proliferative phase endometrium without chronic endometritis, hyperplasia, atypia, or malignancy. Gross description: at the cornu of each side of the uterus, there is a silver metallic coiled wire. [Ultrasound pelvis] on (B)(6) 2021: indication: encounter for gynecological examination without abnormal finding findings: complete pelvic ultrasound obtained due to history of pelvic pain. Patient has had essure tubal occlusion performed 4 to 5 years ago. Has had pain over the last 2 months. The uterus was first evaluated and noted to be normoverted. The myometrium had a consistent homogeneous appearance throughout with no evidence of myometrial growth, tumor, nor calcification. Uterine dimensions are 8.75 x 6.95 x 5.22 cm. The endometrium measures 10.14 mm. The essure coils were visualized bilaterally. Left ovary is surgically absent. No free fluid in the pelvis. Impression: pelvic pain with history of essure tubal occlusion. Pain is largely on her left side. Other than essure coils, no other obvious etiology to pelvic pain was visualized. Has a complex cyst to the right ovary, at a minimum would recommend repeat ultrasound in 6 weeks [ultrasound scan] in (B)(6) 2019: she had twin pregnancy with us in (B)(6) 2019, that resulted in c-section; on (B)(6) 2021: no etiology seen on ultrasound other than presence of previously placed tubal occlusion devices ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: twin pregnancy,pregnancy with intrauterine deviac,drug ineffective. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 29-sep-2023: medical devica removal was updated to twin pregnancy,pregnancy with intrauterine device,drug ineffective..reporter and patient information,medical history,lab data,indication,non drug treatment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 29 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2021, 1673 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-may-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 29 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2021, 1673 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.